Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced and the two splitters were removed. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model #: sc-3354-25 serial #: (B)(4) description: w4 splitter 2x4-25 cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure.